Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to the procedure. The sales rep removed handle from charger, however the display screen did not react and no calibration was not performed. He re-inserted handle to charger, after a while, removed handle from charger, however the status was same. The status indicator of charger was flashed green at first, however, after while it turned red flash. He also confirmed the handle base was not wiped with a wet cloth this handle has been used for the procedure twice probably.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the battery data showed that the battery had been exposed to a maximum temperature of 65c. The full data logs could not be downloaded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.